Event description:
Event description guidant received information that this pacemaker, which has been implanted for approximately three weeks, is being explanted and replaced secondary to the recent physician communication regarding this model device. Interrogation of this device prior to removing it revealed that the battery was significantly depleted, as reflected by the gas gauge position. Additionally, upon opening the pocket, the ventricular lead was observed to have blood inside the outer insulation, however all lead measurements were within normal limits. As a result of this observation, the lead was explanted and replaced. Both the pacemaker and lead were returned for analysis.